Event description:
A malfunction was reported on a pump, identified by the caller, with no notable events occurring before the issue. There was no adverse impact on the customer¿s blood glucose level. The customer reset the pump independently, and, opted to continued using the current pump and planned to use an alternate method for insulin delivery if necessary.